Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction it was reported that shock on their leg on the side where their implant is located 2-3 weeks ago, and needed assistance in turning therapy off for their EKG. The patient added that the pain in their leg went away a week after. The patient also brought up concern about electric door and keys if it will affect their therapy. The patient also mentioned "pain on their back when traveling during a bumpy ride.". The patient had the therapy off all along and thought of just turning it on when needed. The agent reviewed communicator and programmer use in turning therapy on and off and advised leaving it on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.